Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump powered on to a blank display. Moisture was found in the battery compartment along with a leak. The pump was opened to find moisture on the printed circuit board and display. The cloudy display complaint was unable to be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked above the grip pad to the threads.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.